Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that, on (B)(6) 2014, the patient presented to the healthcare provider (hcp) with ¿leaking¿ outside of the incision. The patient was sent for a revision. The reporter did not have details of the revision. The patient was seen on the report date for a post-operative checkup and had ¿a little bit of an infection¿ around the pump site. The patient got intravenous antibiotics. The device system was used to deliver fentanyl.